Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device getting hot was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device did not work and gave an e8 error code. It was also observed that the motor was worn out, the hall sensor 3 failed high. The motor was worn out from normal use causing hall sensor 3 to fail high. The failed hall sensor was what caused the motor to give the e8 error code from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during an anterior cervical discectomy and fusion c5/c6 surgical procedure, it was observed that the motor device was getting hot while in use with the attachment device and cutter device. It was reported that there was no allegation with the cutter device. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure. An identical spare device was used to successfully complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.